Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was noisy. This was attributed to normal wear. The hose, laminar, seals, and bearings were replaced. Maintenance was performed and the device was repaired and returned to the customer.

Event description:
Device returned for repair. During service, the technician found out that it was noisy. This is report 1 of 1 for (B)(4).